Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Visual inspection of the returned product found no irregularity on tip of nozzle and rod. However, middle side of the nozzle was cracked. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the final position. Iol was injected outside the nozzle and partially cracked. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a (B)(4) 21.0 diopter preloaded injector. After the lens was inserted, the surgeon noted the lens was cracked. The lens was removed with no apparent injury and the backup lens was implanted.